Event description:
It was reported that during an implant attempt, the device packaging was opened and the physician noted about 5 "plastic filings" with a small diameter of less than or equal to 1 millimeter. Upon further examination of the device, a small crack was noted on the pace/sense side below the radiographic identification (ID) tag and a "soft spot" was noted on the device header. The device was not implanted, rather another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.